Manufacturer narrative:
On follow-up, the patient reported that he had an MRI but can¿t recall the results at this time but states there is no new recurrence of new hernia. He states the pain feels like something course is rubbing back and forth and is now the size of a tangerine but no lump is observed.

Event description:
It was reported that the patient underwent hernia repair on an unknown date and mesh was implanted. Approximately one year following the procedure, the patient experienced pain under scar line in right groin and difficulty walking. The pain is worse with activity especially walking and pain has been described as a feeling of fiberglass internally under the scar. The patient followed up with the physician and ultrasound was performed. It was reported that ultrasound showed recurrent hernia and physician has recommended surgery. The patient was prescribed pain medication but has not taken the medication. Additional information has been requested.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.